Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported event. Physio downloaded the electronic records from the customer¿s device and was able to verify the reported issue. The cause of the reported issue could not be determined. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut down during servicing. It was reported that the event occurred with a patient. Physio-control contacted the customer and no known impact or consequence to patient was reported.